Manufacturer narrative:
(B)(4). Date sent: 12/8/2015. (B)(4). Additional information was requested and the following was obtained: what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Regular appearance what caused the bleeding that appeared? The cutter did not work and pushed the tissue instead of cutting them, which led to a traction tissue and tear. How was the bleeding controlled? By using a new clamp and a new cartridge clip how much blood was lost (ml)? Approximately 100ml. Did the patient require a transfusion? Non. What was the product code of the cartridge (gst60t, ecr60d, etc.)? Ecr60d, lot l4f82p péremption 2019-09. The analysis found that one long60a device was returned in good visual condition and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired and with cartridge deck damage. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is h3trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, during stapling of the stomach, at the third cartridge, the device stapled but did not cut. The cutter pushed the tissues and a bleeding appeared. Another like device was used to complete the procedure.